Manufacturer narrative:
The meter has been returned and evaluated by product analysis with the following findings: the meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 7 2016, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch ping enhanced meter had a fading display. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter issue occurred four weeks prior to contacting lfs. The patient manages her diabetes with an insulin pump and the reporter denied that the patient made any changes to her usual diabetes management routine in response to the alleged issue. The reporter claimed that 30 minutes after the alleged issue occurred the patient developed symptoms of ¿dizzy, faint and sick¿, which she associated with low blood glucose, and that the patient¿s mother treated the patient with juice and tested the patient's blood glucose on a back-up meter, however could not specify the results. During troubleshooting the cca noted that there was no apparent misuse of the device and it was not the first time the meter was used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for an acute exacerbation of either of these conditions. In addition there is no evidence that the subject meter malfunctioned. This complaint is being reported as the alleged issue was not resolved with troubleshooting.